Manufacturer narrative:
The consumer is a female, (B)(6). The consumer has a preexisting medical condition of fibromyalgia. Her stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was seated on the shower chair taking a shower when she heard a loud crack and pop and the unit allegedly began to sink causing her to fall to the floor. The consumer was in the tub for over an hour trying to get out. Her husband eventually helped her roll off the unit and out of the shower. The consumer stated that she is experiencing pain in her hip and back. RMA 859917012-I has been issued. An inspection and evaluation will be performed upon the return of the device. The dealer has verified that the consumer received a replacement unit.

Event description:
Consumer stated that while showering the seat allegedly cracked and one of the legs allegedly went out on the chair. No injury alleged.